Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was 130mg/dl at the time of the incident. The customer reported that the display is currently blank. The customer reported that the display did not return after inserting new battery. The customer declined to do pump reset. The pump will be replaced as per customer request. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test, operating currents, selftest and off no power. No blank display noted. Unit inspected and the battery tube connector plugged in properly. Unit received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, stained end cap sticker and stained address/serial number label.